Event description:
During insertion of the tissue retrieval bag, the two metal prongs intended to secure the plastic bag punctured through the bag material. This resulted in the prongs deploying/opening inside the patient. The operating surgeon reported that the exposed metal prongs were contracting the patient's abdominal structures/organs. A second surgeon was required to assist in manually closing the prongs in order to safely remove the device. The primary surgeon expressed concern that an additional incision might be necessary for removal; however, with assistance, the device was removed without the need for an additional incision.